Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated biosite b-type natriuretic peptide (bnp) result, above the normal reference range, was generated on an access 2 immunoassay system for one patient. Upon generation of the initial bnp result, a new sample was collected, and repeated on the same instrument. A lower bnp result was generated which did not satisfy delta check criteria. Therefore the initial sample was thawed and repeat tested on the same instrument. A lower bnp result, within the normal reference range, was generated and regarded as valid. The initial elevated bnp result was reported out of the laboratory however there were no reports of adverse event, serious injury or modification to patient treatment associated with this event. The samples were collected in anticoagulant tubes and were centrifuged. The plasma was then aliquoted into a plastic transfer tube. The original sample was no older than 30 minutes when initially run and stored frozen until it was thawed and retested. Beckman coulter inc. Assessment of customer supplied data indicated that system checks executed prior to this event met published specifications. Instrument assay quality control results executed prior to, and on the day of, the event recovered within the customer's established specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed pump diagnostics and subsequently rebuilt the wash and precision pumps. The fse executed a system check and drift correction factor (dcf) assessment and subsequently adjusted the luminometer. The fse executed a precision assessment and subsequently replaced the ultrasonic transducer. Upon completion the necessary repairs, all alignments and verifications met published specifications, and the instrument was returned back into service.